Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient underwent placement of a right ventriculoperitoneal shunt, and they presented in acute malfunction with severe symptoms concerning for impending herniation and had their shunt externalized. According to the report, their shunt was re-internalized using the same valve as it did not appear to be faulty intra-operatively. However, the patient re-presented with similar acute and severe presentation requiring a repeat externalization. The valve was removed. When the shunt was re-internalized, a different valve was used instead. Reportedly, the previous valve was unable to be successfully programmed and was getting stuck in between settings, resulting in limited to no drainage through the shunt system. Patient presented in extremus with severe and life-threatening neurological changes due to repeated valve malfunction. The valve was tested with manometer after explantation and was found to have inadequate drainage for a setting of 0.5 or 1.0. It was stated the patient had a history of neurofibromatosis and was found to have aqueduct stenosis/obstruction from lesions. The patient¿s anatomy was not amendable to endoscopic third ventriculostomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.